Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed for critical pump error. It was reported that the customer's blood glucose level was 234mg/dl. It was reported that the customer's pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with critical pump error open book image alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, or verify stuck button alarm due to critical pump error open book image alarm. No moisture damage was found on the motor or the force sensor during visual inspection. Pump received with scratched case, serial number faded, pillowing keypad overlay, and minor scratched lcd window.